Event description:
Pt discovered in respiratory arrest, code called. Pt taken to ICU then or. Or note indicates a total disruption of the graft immediately proximal to the distal suture line and that the suture line was intact. Pt diagnosed with pulsatile hematoma of the thigh.